Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the auxiliary drawer 21 and 22 not detected on bus pyxibus module control board was faulty. A field service engineer replaced the pyxibus module controller board the issue was resolved. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 were unable to open and requires maintenance. The customer stated that device was not detected on the bus. The customer rebooted the station and recovered storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.